Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the event site to evaluate the iabp and clarified that the iabp was returned from the operating room (or) to the cath lab with complaint of "iab disconnect" error message. The stm was unable to reproduce the error message, but did verify that it occurred per the fault logs. The iab passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "iab disconnect" alarm. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.